Event description:
Device user obtained an incorrect calibration code. The incorrect code, if used to perform an assay could result in higher than expected results. The user never recalibrated the device. Proper calibration is covered in the user manual.